Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video and one device. A visual inspection of the returned video noted: the video depicts the instrument firing five unformed clips, the jaws were observed to be closing. An excessive gap between the jaws and channel cover was observed when the instrument was turned over. The visual inspection of the instrument noted the instrument was received fully applied with no clips remaining. Microscopic evaluation of the instrument noted the clip channel cover was cracked and damaged. The damaged cover allows clips to eject from the device unformed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged channel cover condition may occur when the distal end of the instrument is subjected to excessive manipulation during clinical application. No further actions have been deemed necessary at this time. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure,two device had an issue regarding loading and firing of the clip, one of this two was able to fire only two clips and device got stock already the other one only three clips were able to be fired and got stuck already. The surgeon decide to used the third device, however upon loading, the clip was immediately ejecting/spitting the from the device. The surgeon then used the fourth device to resolve the issue in order to complete the case. There was no patient injury.